Event description:
It was reported that the patient experienced an episode of tachycardia but a review of the diagnostic monitor does not show the episode. Follow up revealed normal monitor function and it remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced an episode of tachycardia but a review of the diagnostic monitor does not show the episode. Follow up revealed normal monitor function and it remains in use. It was further reported that a review of the monitor's performance data showed noise and oversensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.